Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. (B)(6).

Event description:
It was reported that the device lost wi fi signals with the (B)(6) when the usb memory is inserted in the usb port or external hdd to the ccu. This problem occurred with the latest software of lens ccu version (ccu sw ID:e.01.00.21, ccu fw ID: 0.00.00.41) and the latest lens app. The older software of the older lens application did not present the same issue. No patient injury was reported. As per customer response the case was finished with the same device.